Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other ¿ the suspect device was not returned for evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with a part number as well as the price for the blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator is leaking when o2 is applied. Furthermore, there was no patient associated with the event.